Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is june 08, 2016.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with 3 infusion sets and 1 infusion set did not work this morning. Customer stated that sometimes the sets pull out of the skin. Customer stated that one set was pulled out a month ago on (B)(6) 2016. Customer noticed the infusion set was out of his body and his blood glucose was over 400 mg/dl. Customer stated that he changed everything out to resolve and treat the issue. Customer stated that it was painful to insert the set today. Customer reported that a no delivery alarm is occurring right now during bolus and normal basal. Customer's current blood glucose is over 300 mg/dl. Customer would like to go home and change everything out before continuing troubleshooting. Customer stated that he has not treated yet.